Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had a hip prosthesis cup from exactech implanted. As part of the manufacturer's recall, the patient came in for a check-up. The x-ray and CT scans showed a clear decentration of the prosthesis head and unusually large osteolyses in the acetabulum as signs of inlay wear. During the planned replacement surgery, an anaphylactic reaction occurred during the induction of anesthesia, so that the surgery could not be performed. The allergic reaction is due to the preoperative administration of cefazolin for perioperative infection prophylaxis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8, h6. Based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear/osteolysis: implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported early prosthesis wear/osteolysis is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed because the devices were not available for evaluation as they are still implanted, and no radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.